Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the computer was intermittently performing and hanging intermittently. They performed troubleshooting by cleaning, reset the ram, excess data deleted from the system. There was no patient present when this issue was identified.